Event description:
During an elective procedure, the ethicon vascular stapler misfired and only deployed staples on one side. Despite staples being deployed only on one side the blade cut the vessels which resulted in bleeding requiring additional interventions. Ref MFR# 3005075853-2015-04510. "User facility report" related to an equipment-related incident that occurred at (B)(6). Please not that the attached is a voluntary report of an equipment-related incident which did not cause or contribute to a death or serious injury.